Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked end cap. (B)(4).

Event description:
Customer reported via phone call that the bottom of the pump comes open during the rewind process. Customer's blood glucose was 42 mg/dl. Customer advised that they drank juice and cut off the insulin pump as a result of their low blood glucose levels. Troubleshooting for cosmetic damage was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.